Manufacturer narrative:
Date sent: 03/13/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection procedure, the device was fired twice okay. On the third firing, the device cut, but did not staple. This was the last firing for the procedure.